Event description:
Technical services received a call on 12/31/2012 from sales rep. The lead was implanted on (B)(6) 2008 and remains implanted at this time. The lead is reported to be on recall. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).